Event description:
It was reported that the pulse generator connector would not accept the leads. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.